Event description:
The customer reported to olympus that the footswitch malfunctioned during the ureteroscopy with laser lithotripsy procedure. The laser footswitch has only been used about 8 times and appeared to have paired correctly with the laser system 4 times. Once paired the pedal is compressed and does not function. The customer tried changing the batteries and received the same result. The footswitch was then unpaired, paired again, and the case was completed successfully. The footswitch only seems to function if unpaired and then paired with the laser system during the procedure and this can cause a delay. The procedure was completed successfully using the suspect device. The delay of 5-10 minutes did not impact the outcome of the procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus and found to be functioning normally. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
Correction to the previous supplemental report. H6 coded "4114 - device not returned", but the device was returned and inspected.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of this complaint could not be confirmed or replicated during their testing. Olympus will continue to monitor field performance for this device.